Event description:
Customer reported that a pt presented with draining sinuses through the abdominal scar approx five months following a hernia repair with mesh implant. The pt was returned to surgery at which time the surgeon observed the sinuses as several bowel fistulae continuous with the skin. The pt underwent a bowel resection and explant of the mesh. The existing hernia was closed with suture. The surgeon anticipates that this pt will require additional surgery to repair a future hernia.

Manufacturer narrative:
Fistula formation - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.